Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was "high" which was addressed by delivering a bolus. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery.